Manufacturer narrative:
Driveline cable hw2544 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by the clinical specialist revealed a new crack in the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the additional damage to the driveline was a progression of the previously reported damage. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. The manufacturer has opened an internal investigation to evaluate exposure to uv light. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was cracking in the outer sheath of the driveline.  Rescue tape was applied and a driveline repair was scheduled.  There were no alarms associated with the driveline cracking.  The driveline sheath repair was performed approximately a week later.  The rescue tape was removed.  Approximately two centimeters of the outer sheath was missing about half way down the driveline, and about two centimeters was missing adjacent to the strain relief.  The inner silicone lumen and wire intact.  No alarms occurred per interrogation.  The driveline cover was easily able to slide over the repair area with no issues.  The ventricular assist device (vad) remains in use.  No patient complications have been reported as a result of this event.